Manufacturer narrative:
(B)(4). The customer reported the device failed to recognize the external paddles. There was no report of pt involvement. The device was evaluated by philips. The failure was confirmed and determined to be an internal connector that was not connected. The customer was sent a new device.

Event description:
The customer reported the device failed to recognize the external paddles. There was no report of pt involvement.